Event description:
A small blue metal clip, 5.5mm in lenght was irrigated out of an abdominal wound in 3/05 by the home health nurse during routing wound dressing changes. Patient is currently under treatment for postop intraabdominal infection with multiple intravenous lines and antibiotics.